Event description:
First staple load used and did not seal a portion of the tissue. Surgeon states happened on 2-3 staple loads used on the same stapler. No harm to patient. Ethicon rep in the operating room during the occurrence.